Event description:
It was reported that the cot was positioned for transferring the patient, when the head end of the cot dropped down to the mid position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Third party evaluation.